Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet insulin pump issued repeated alert code 38 indicating a motor stall despite a near-full battery, and a replacement device was provided with instructions to power down the malfunctioning unit and initiate backup insulin therapy until the replacement arrived. Symptoms included no adverse clinical effects, with blood glucose reported in range. Outcomes included temporary interruption of usual therapy and transition to backup insulin therapy without hospitalization or medical intervention. Investigation included device replacement logistics and return for evaluation. Investigation of this device revealed a suspected motor stall consistent with a pump actuation malfunction. It was concluded, based on previously established findings for similar reports, that the cause was a device mechanical malfunction.